Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ICD was explanted due to normal battery depletion. There was no malfunction with the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.